Manufacturer narrative:
Concomitant products: 4092-58 lead, implanted: (B)(6) 2002.

Event description:
It was reported that right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.